Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe a collar wash valve (solenoid valve) to resolve the leak. (B)(4).

Event description:
The customer reported a leak from reagent probe a on their unicel dxc 800 pro synchron system. The customer stated the leak was contained to the instrument but was unable to determine to volume of the fluid. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.